Event description:
The patient was implanted with a left ventricular assist device. The primary event of system controller emitting smoke occurred requiring system controller exchange. This event was reported on report # 0002916596-2012-00698. At the time, elevated power was reported. The system controller was exchanged with a return to baseline vad parameters. X-rays of the driveline were obtained as part of the diagnostic process and submitted to the manufacturer with an evaluation completed indicating that there seemed to be an issue in the percutaneous lead at the pump end. The patient was discharged and no further events have been reported.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. The manufacturer has implemented a design improvement to the pump end bend relief, which was approved via a PMA supplement. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.